Manufacturer narrative:
(H3,h6): no parts have been received by manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: -/-, ubd: , UDI#: ; product ID: bi71000442, serial/lot #: -/-, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that when installing the system, the gantry was not opening.no patient present.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, the gantry would not open or close. The dingus would also jump a gear tooth. Noticed the tractor drive motor making a clicking noise when trying to move. Replaced the tractor drive assembly and now the imaging system operates as intended. Performed the system checkout per advanced service manual. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, confirmed reported complaint, test tractor drive assembly with motion cart, the motor would intermittently lock up when rotating. Faulty rotor drive assembly. Codes: b01, c02, d02 h2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. Installed control box into test system. The system booted and readied on each power cycle. Perform motion calibrations, all passed. Gantry functioned as normal. Motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault found while under test. Codes: b01, c19, d14 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: (B)(6) rev. K, product ID: bi71000442r, serial/lot #: (B)(6) rev. E,medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.